Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the clinic after feeling symptoms related to pacemaker syndrome. Upon interrogation, the device was noted to be in backup mode. The device was reprogrammed to resolve the event. The patient was stable with no consequences.